Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care professional regarding a patient who was implanted with a neurostimulator on (B)(6) 2019. It was reported that on (B)(6) 2020, the patient presented to a post-operative appointment and had redness at the surgical pocket site for the implantable neurostimulator. There is a small area of the wound that is scabbed and filling with granulation tissue. The patient is not running a fever. The physician assistant consulted with the patient and looked at the incision. The decision was made to have the patient see wound management to try and keep the device from becoming infected. The patient was instructed to not charge the implantable neurostimulator. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was referred to would care as of (B)(6) 2020. The patient was receiving would care with encompass. The hcp was unsure at this time if the patient's redness at their pocket site was resolved. No further information was reported.